Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 277 mg/dl. Customer treated blood glucose level with injections. Insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.